Manufacturer narrative:
No anomalies were noted during a visual inspection of the instrument. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
I was reported that; during surgery, a lateral mass screw hole at c6 was attempted to be created using an adjustable drill guide and drill. The screw hole became bigger than expected because the drill felt blunt and it was needed to apply force. The surgery was completed with a recovery shot. The recovery shot was approached from the same entry point towards the cortical bone of the c6 / 7 articular surface, and a screw was implanted. There was a reported 30 minute surgical delay. There are no reports of adverse health consequences to the patient.

Manufacturer narrative:
Method: visual inspection, risk assessment. Result: the reported event could not be confirmed as the device was reported to be in correct order after visual inspection. There were no reported anomalies with the drill. No lot# was provided so a manufacturing record review could not be performed. The cause of the event could not be determined.

Event description:
I was reported that; during surgery, a lateral mass screw hole at c6 was attempted to be created using an adjustable drill guide and drill. The screw hole became bigger than expected because the drill felt blunt and it was needed to apply force. The surgery was completed with a recovery shot. The recovery shot was approached from the same entry point towards the cortical bone of the c6 / 7 articular surface, and a screw was implanted. There was a reported 30 minute surgical delay. There are no reports of adverse health consequences to the patient.